Event description:
Patient reported elevated blood glucose levels. No blood glucose readings were provided. Patient's normal blood glucose level is between 5-7 mmol/l (90-126 mg/dl). Patient stated, doctor advised on how to bolus and then advised to switch to the backup infusion device. Patient reported receiving an e4 (occlusion) error. Patient reported changing all accessories. Patient's basal rate is not correct. No further information is available. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.